Event description:
It was reported that asymptomatic patient presented in the hospital after receiving an alert. Post-paced t-wave oversensing was observed on stored egm. The device was reprogrammed. The patient was stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.